Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive and frozen on the home screen. Customer's blood glucose level was 385 mg/dl. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery.